Event description:
It was reported that the physician's jornada handheld was not working. The vns representative had it plugged in for a while and it would not hold any charge. An analysis was performed on the handheld. During the analysis, it was identified that the power supply was damaged. Because of the damage, the power supply was unable to power the returned handheld. No further anomalies were identified during the analysis. No anomalies associated with flashcard software or databases were identified during the flashcard analysis.